Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The display/numbers in the window does not move when you apply it to the location tool to read the setting of the valve. It seems to be stucked. There is no report of anyone dropping the indicator tool on the floor. It looks ok according to the customer. Postoperative. Per rep: did the reported event cause any delays in the procedure or surgery over 30 minutes? No.